Event description:
The customer's blood glucose was unknown. It was reported that the customer received a button error alarm on the insulin pump. The customer was unable to clear the alarm by pressing the esc and act buttons. The customer stated that they were not pressing any button for three minutes or longer. The customer stated that they had to discontinue use of the insulin pump and that they had already reverted to a back-up plan of manual injections until the replacement insulin pump arrived. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.